Manufacturer narrative:
The insulin pump was received with esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify motor error alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Motor passed motor test. The insulin pump had cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error, motor error and had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer also stated that there was no significant event leading to the keypad issues. Customer stated that the clock on the insulin pump advanced when observed for one minute. Troubleshooting for motor error was also performed. The customer stated that the insulin pump was asking to prime the tubing but the buttons were unresponsive. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.